Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. The customer reported blood glucose level ranged around 300-400 (mg/dl), which was addressed with a correction bolus. It was confirmed that the customer has insulin pens available as alternate insulin therapy.